Event description:
Caller stated that she received a letter from her insurance company advising that her dexcom g7 receiver has been recalled. She also stated that she has been experiencing low readings with this device.